Manufacturer narrative:
No button error alarm was noted. The insulin pump had intermittent button response due to moisture damage to the keypad traces. The insulin pump had minor scratches on the display window, a cracked case near the display window corners, cracked battery tube threads, a broken belt clip slot, and a cracked reservoir tube lip. No moisture damage was noted to the electronic assembly.

Event description:
The customer reported via phone call that they received a button error alarm. The customer's blood glucose was unknown. The customer stated, the insulin pump was submerged in a pool for a long period of time. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.